Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 610 mg/dl. The customer stated that insulin pump was not working. The customer was treated with intravenous injection at the hospital. Troubleshooting for the customer¿s high blood glucose was performed. The customer was alleged that insulin pump under delivering insulin. Auto mode feature was active at the time of incident. The insulin pump and reservoir will not be returned for analysis.